Event description:
It was reported that the video system center had a power button that had gotten stuck, and as soon as it had been released, the system had turned off. The event occurred during inspection for use. There were no reports of patient harm

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.